Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test and was unable to prime during the prime test due to the protruded/loose drive support disk. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Customer stated that insulin has squirted out for about a month but this is the first time the error alarm occurred. The insulin pump was not bumped or dropped. The drive support cap is protruded; customer did not press on it. Blood glucose value was 141 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.